Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. On an unspecified date and time, an unspecified channel of the device was programmed for basic delivery of normal saline, at a rate of 5 ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time the device was programmed for piggyback delivery of solu medrol 1 g/500 ml and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted segments of air in the tubing set from the clave y-site connection of the secondary tubing set and the primary tubing set to the patient with no device alarm. The nurse could not specify if air was delivered to the patient. The device was removed from clinical use. Therapy was completed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will no be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.